Event description:
Ous MDR - it was reported that 64 months after the implantation the ICD was explanted and replaced as it went into back up mode which was noted via home monitoring. No adverse patient events were reported.

Manufacturer narrative:
An error in the transmission of this follow up was discovered. The ICD under complaint was returned to biotronik and subjected to an extensive analysis. Upon receipt, the device was interrogated using a clinical programmer, however, a proper communication with the ICD was not feasible. Confirming the clinical observation, an error message was displayed on the programmer screen. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. Next, the current consumption and the battery voltage of the electronic module were inspected. The current consumption was elevated and the battery voltage level was not as expected. The battery was disconnected from the electronic module. The electronic module was attached to an external power supply and reinitialized to check its functionality. The device could be properly interrogated using a clinical programmer device. The measured current consumption was normal and as expected. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. Thus, the battery was sent to the manufacturer for analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process associated with this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The voltage measurement confirmed the battery depletion. The microcalorimetry analysis showed elevated heat dissipation. In a next step, the battery was opened for destructive analysis. The analysis revealed a damaged component within the battery. This damage caused a temporary voltage drop, resulting in a lack of voltage supply to the electronic module. As a consequence, the memory content of the device corrupted, leading to an undefined program status. However, the device is equipped with the ability to detect and correct invalid memory content. If the memory content cannot be corrected, the device automatically activates the backup mode to ensure patient safety.